Event description:
Customer reports fiber leak at the onset of treatment on reuse number 15 noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc's and pt given 500cc's ns replacement fluid. No pt injury or medical intervention reported.